Event description:
It was reported that the patient experienced atrial fibrillation (a fib) with rapid ventricular response (rvr) and bradycardia. The farawave ablation catheter was selected for use during the pulse field ablation (pfa) procedure to treat a fib. Once ablation was completed, the patient was observed to have afib with rvr. The patient also had extreme bradycardia with long pauses. Due to this, a pacemaker was needed along with dopamine. The patient fully recovered. The device is not available for return due to disposal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. Once investigation is complete, a supplemental medwatch will be filed.